Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 16975966/17561342; model/catalog description:linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site and the stimulation was inadequate. The patient underwent an explant procedure.